Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. There was no reported impact to the customers blood glucose level. Reportedly, the customer was able to reload the existing cartridge and resume insulin therapy.